Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a loss of capture was noted on the left ventricular (lv) lead due to possible lead dislodgement. No further intervention has been performed at this time and the patient was stable with no adverse consequences. Additional information was requested but not received.